Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. The cause of the reported event was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region, consistent with procedure damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead exhibited intermittent and then loss of capture as the lead helix was extended inside the myocardium. The physician tried at different locations to get the desired threshold but was unsuccessful. The helix would not extend after multiple repositioning¿s. The lead was not used, and a new lead was implanted successfully. The patient was in stable condition.